Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the first implant was replaced because she was not able to charge. No patient symptoms reported.